Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm approximately one year ago. The access vessels were severely tortuous. Approximately four weeks ago the left contralateral limb was found to have migrated proximally due to limb dilatation and limb tortuosity with a distal type I endoleak present. The endoleak was successfully resolved with implant of an16x24x93 endurant limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (severely tortuous iliac artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely tortuous iliac artery).